Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Could you please ask the surgeon the following additional questions: are there any issues with the removal of the device within the first few weeks following initial implantation? Can you give any indication why this patient is experiencing extreme complications follow surgery? In addition today the us team sent a follow-up email with the following additional questions: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2013 and the mesh was implanted. As per the patient, while putting in the mesh, the urethra was perforated, consequently the mesh had to be removed and a doctor was not qualified to perform this procedure. After the procedure, the patient experienced excruciating pain and had a catheter with bag to hold urine attached to the bladder and stayed there for several weeks. The patient was hardly able to walk, and unable to feel any need to pass urine only severe pain. The patient was admitted to the hospital for nine days. On coming home, the excruciating pain continued until (B)(6) 2013. The patient underwent a second operation to repair the bladder to insert another mesh due to incontinence and a catheter/bag was left again to collect the urine which was full of blood daily. The patient continued experiencing severe pain in the uterus, bladder, vagina and legs daily. It was reported that the patient¿s bladder was not emptying fully. The patient was prescribed antibiotics every time infection occurred. Following colonoscopy, the patient was told that the mesh is inside her bladder and bowel, as she had passed this mesh in stools previously, and there was no lining in the uterus. The patient has not had any intimacy or sexual intercourse. The patient is awaiting a removal surgery of the mesh inside the bladder. The patient¿s pre-op is on (B)(6) 2017. The patient has been informed that the mesh eroded through urethra and will need a reconstruction of urethra. Additional information has been requested.